Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 69mg/dl, 114mg/dl, tests were done within <10 mins with a difference of 40mg/dl. Pt did not experience any adverse events. No further info has been reported. Note-customer not cleaning meter correctly.